Event description:
Consumer reported that after insertion of a tampon, the string was not visible. Consumer reported that it hurt and then disconnected the call. The consumer's contact information was not confirmed before the disconnection; therefore, no additional follow-ups were able to be made.

Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacturer.